Manufacturer narrative:
Investigation of the reported event is in process. A follow-up report will be submitted once additional information becomes available. UDI related data clarification - this integration system qualifies as a medical device data system (mdds) and therefore UDI is not in gudid.

Event description:
The user facility reported that during patient procedures, the monitors connected to four of their hv1000 integration systems (serial numbers (B)(6), and (B)(6)) are not showing images. The procedures were completed successfully following a short delay. No report of injury.